Manufacturer narrative:
Product event summary: (B)(4) the lead was returned and analyzed. The distal conductor was distorted with over rotation. The distal conductor was kinked/buckled, and covered in blood. It was visually noted that there damage at implant.

Event description:
It was reported that during a routine device upgrade procedure, the patient's chronic right atrial (ra) lead dislodged after multiple cannulations of the coronary sinus. The ra lead was explanted. The replacement atrial lead helix no longer would extend after multiple attempts to place the lead. The lead was not used and a different ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).